Event description:
It was reported that during a da vinci prostatectomy surgical procedure the customer experienced recurring system error code # 212. The site was advised by isi regional service support to undock the patient and reboot the system. The system error code # 212 continued to occur and could not be overridden. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the three master manipulators at the surgeon's console. The mtm is assigned to the surgeon's left hand (mtml), one to his right (mtmr), and one to control the camera video position (mtmv). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code #212 appears when the davinci safety system determined a voltage tracking fault reported by the digital signal processor (dsp). Upon determining these conditions, the safety systems put davinci in a "recoverable safe state". The mtmr was returned to isi for failure analysis investigation. Based on the system error logs, an encoder assembly and a motor assembly were replaced. As of 2008, there have been no reported recurrences of the issue at this hospital.